Event description:
It was reported that, "could not get accolade 2 broach 4 or 5 rotationally stable."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00782.